Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal gastrectomy, when using the suture on the anastomosis, the needle broke. The needle holder only had a needle tip of about 2mm, and the rest of the needle bounced to the ground. After searching by many people, the remaining part was found, spliced with the tip of the needle holder, and the needle was complete, and reported to the head nurse. No new sutures were used since this occurred at the end of the surgical procedure. There was no patient injury.